Event description:
It was reported to philips that the ac module light would not turn on. To confirm the issue, the customer installed a different ac module into the device and the light came on. There was no reported patient or user involvement and no adverse patient/user impact.